Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available , a supplemental report will be filed as appropriate. The initial reporter's name, address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from latvia that the sagittal saw attachment device had lost one screw and the device was in two parts. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays to a surgical procedure. It was not reported if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was in two parts was not confirmed. Therefore, an assignable root cause for the reported condition of fell apart-unattached was not determined. However, during evaluation, it was determined that the device did not function, had a loose knob, missing components and was deformed/bent. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling and check oscillation frequency with frequency meter. The assignable root cause was determined to be due to component failure from wear. B3: date of event: upon subsequent follow-up with the reporter, additional information was received. The reporter clarified that the event occurred on jan 02, 2023.